Event description:
It was reported that the customer's sensor kept beeping the night prior. The customer's blood glucose was 110 mg/dl. Troubleshooting was done. The customer stated that she was sitting down and ensuring that insulin was being delivered when the keypad issues occurred. The customer explained that the down arrow button was hard to press and that the other buttons were fine. The customer did not recall any significant events leading to the keypad issues. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to flattened button dome switch. The insulin pump was monitored and had no audio beep anomaly noted. Unable to perform functional testing due to unresponsive buttons. The insulin pump has pump received with minor scratched display window and cracked case at display window corners.